Event description:
It was reported that before use of the bd insyte¿ IV catheter the tip was perforated. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: uncovering the catheter shows that the tip is perforated.

Manufacturer narrative:
Investigation summary: through visual analysis of the sample photo it can be observed that the needle is through the catheter as reported by the client. Bd can confirm customer's claim for defect claimed. Although there were no evidences that could cause this complaint during the analysis of the batch history, nonconformities, corrective maintenance, according to visual analysis of the attached sample photo, it was possible to confirm the defect. Conclusion(s): based on the results of the investigation so far, the probable cause for the defect is: air blowing connections at station 4. These connections should be adjusted to the length of the catheter. There is no procedure specifying how to configure air connections for each meter. System setup vision. There is no procedure on how to set up the vision system automated by the maintenance staff.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the bd insyte¿ IV catheter the tip was perforated. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: uncovering the catheter shows that the tip is perforated.